Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 & cp impella cp with smartassist system & impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that in an attempt to insert the impella cp via axillary approach, it was noted that the white catheter was damaged before pump entered the female patient¿s body. A new impella was therefore used. There was no patient harm reported.

Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned for evaluation. Clinical details noted that white catheter on pump was damaged before pump was inserted in patient's body. It was not noted what kind of damage occurred. Clinical details states that the pump was never inserted into the patient and a puncture was not noted. The root cause of the product damage (cannula kink) cannot be determined with limited clinical details were provided.